Event description:
The customer reported via phone call that the insulin pump alarmed a program safety alarm, indicating a software error had occurred. The customer's blood glucose was 278 mg/dl. The customer stated that the alarm occurred just after a battery change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and stated that she had a newer insulin pump that was being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.